Event description:
The customer's father reported via phone call that the insulin pump had a motor error alarm during priming. Customer's father also reported that the insulin pump had a motor position encoder error alarm. The customer's father did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 135 mg/dl. Customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. The device was received stuck in motor error alarm loop during bolus/basal delivery. Motor position encoder error alarm in alarm history was not verified due to overwritten history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Excessive no delivery test and occlusion test were not performed due to motor error alarms. The device had cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.